Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 57-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed "purge not detected" alarm. The aic was replaced successfully. There was no patient harm related to this event.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation, and it was visually inspected under a digital microscope. Cracks on the lateral side of the purge retainer as well as a missing purge flag were observed. The root cause for the purge disc not detected alarms was a defective purge pressure sensor.